Manufacturer narrative:
Evaluation: we caution in our labeling that withdrawal or manipulation of distal spring coil portion of the wire guide through needle tip may result in breakage. The customer has returned the complaint device in an opened, used and damaged condition. The investigation found the entire coil length has elongated with the distal weld ball missing. Considering the characteristics displayed, it is feasible to suggest that the device met with resistance beyond its intended design or possible inadvertent contact was made with the needle bevel during insertion and/or manipulation of the wire guide, thus resulting in coil separation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport.

Event description:
In 2007, wire was inserted for a PICC line procedure. It was lodged in a presumably occluded basilic vein. When the wire was pulled back, the tip unravelle and broke off in the vein. At the date of the report, the tip was left in the patient with no sequelae.